Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that [settings not available] appeared. Cause unknown. The remaining battery level was 60% for the controller and 80% for the implanted neurostimulator (ins). It was confirmed that resetting multiple times was attempted by oneself, but the message 'settings unavailable' was displayed again. The issue has not resolved, no patient harm reported. Additional information was received from the manufacturer representative (rep) reporting that cause of settings not available was abnormal resistance of the electrode being used. Action taken was changed the program to use the other electrodes.

Event description:
Additional information was received from the rep reporting that impedance measurements were unknown. The cause of the abnormal imped ances was fracture suspected. Reprogramming with normal resistance electrodes was done.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead lot# serial# unknown implanted: explanted: product type lead product ID neu_unknown_lead lot# serial# unknown implanted: explanted: product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.